Event description:
Reported via patient call center. It was reported that the device did not seal and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. The procedure was completed successfully with the closure device implanted in the laa on (B)(6) 2022. The patient called into the watchman call center to request a replacement implant card for an upcoming magnetic resonance imaging (MRI) scan. The patient reported having heart pain to the watchman care team since the implant procedure. The patient stated that follow-up imaging was done and stated that the watchman implant was not sealed. The patient stated that she switched providers and is not currently taking blood thinners. The patient reported this past summer (2023), she fell and broke her leg and during the follow-up imaging, she stated that they found a big blood clot stuck in it, referencing to her watchman device. Patient reported that she subsequently was placed on heparin shots three times a day for an undisclosed amount of time for thrombus. The next follow-up appointment is unknown, and the patient stated she has not had any follow-up imaging since said thrombus was found. It was additionally reported from the health care facility that the leak was present at implant on pre-discharge imaging and at the routine 45-day follow-up. However, since the leak measured 2-3mm it was within the expected guidelines and no intervention was taken or planned. Additionally, the patient has had chronic chest pain which was evaluated and determined not heart related.

Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.